Event description:
A pt exhibited air embolism type symptoms during a treatment on a meridian hemodialysis machine. The pt complained of chest pressure and shortness of breath. Microbubbles were noted in the venous line going to the pt without a machine alarm. Due to poor catheter flow, the arterial drip chamber blood level had dropped to approx one third full. The pt was placed in the trendelenburg position. The bloodlines were disconnected from the pt and recirculated until all the air was cleared out of the lines. The treatment was then restarted and was completed without further complications.